Event description:
Subsequent to the initial medwatch report, the following information was received: the patient had an episode of mild hypotension after stent implantation, with the post-dilatation, which was treated with neosynephrine. After post-dilatation, the patient was noted to have slow flow in the internal carotid artery. An export catheter was used to aspirate the artery, and the emboshield nav 6 filter was removed. A moderate amount of particulate matter was noted in the filter as well as a small amount in the blood removed from the export catheter. The following day the hypotension resolved and neosynephrine was stopped. An adjudication of this event was completed, and the final diagnosis was listed as transient ischemic attack. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of neurological event and weakness are known potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The reported patient effects of hypotension and transient ischemic attack are known, observed and potential adverse events as listed in the instructions for use. The emboshield nav 6 is being filed under a separate MFR number.

Event description:
It was reported that the patient was noted to have right-handed weakness post xact stenting of the left internal carotid artery on (B)(6) 2011. No treatment was given and there was some residual right-handed weakness upon discharge (B)(6) 2011. On (B)(6) 2011, 13 days later, the patient experienced right upper and lower extremity paresthesias. In addition, the patient was noted to be in atrial fibrillation, and was treated with coumadin. Head CT showed no acute disease. Right leg symptoms resolved by discharge, but the right hand weakness persists. Tia was suspected in both instances, and symptoms lasted longer than 24 hours, but it was unclear if related to the device/procedure or the pre-existing atrial fibrillation. No additional information was provided.